Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer experienced a blood glucose (bg) level of 511 mg/dl, which was addressed with a manual injection. To resolve the issue, the customer changed the supplies.